Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection manifested by stomach ache. The cause was not reported. The patient was hospitalized for the event and was treated with an unspecified drug infusion. At the time of this report, the patient was still in hospital and the patient has not recovered from the event. Pd therapy was continued during the treatment. The reporter declined to provide additional information.